Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device / migration of essure device ¿ micro inserts moved a little") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain / pain"), menorrhagia ("abnormal, heavy menstrual bleeding / prolonged and abnormal menses / abnormal bleeding(menorrhagia)"), back pain ("back pain"), abdominal pain ("abdominal pain"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vagina)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and headache ("headaches"). In (B)(6) 2009, the patient experienced fatigue ("fatigue") and vaginal infection ("vaginal infection"). On (B)(6) 2009, 14 days before insertion of essure, the patient experienced alopecia ("hair loss"). In 2009, the patient experienced depression ("depression"), anxiety ("anxiety"), anaemia ("anemia") and nausea ("nausea"). In 2010, the patient experienced vaginal discharge ("abnormal vaginal discharge"), weight fluctuation ("weight fluctuations"), pruritus ("itching"), visual impairment ("vision problem") and eye disorder ("eye problems"). In 2011, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), influenza like illness ("flu-like symptoms"), blindness ("vision loss"), rash ("rashes"), dysgeusia ("metallic taste in mouth") and weight increased ("weight gain"). The patient was treated with surgery (mini-laparotomy, bilateral essure removal, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, abdominal pain lower, depression and anxiety was resolving, the pelvic pain, rash, dysmenorrhoea, vaginal infection, headache and nausea had resolved and the menorrhagia, back pain, abdominal pain, alopecia, migraine, fatigue, vaginal discharge, weight fluctuation, dysgeusia, procedural pain, vaginal haemorrhage, anaemia, dyspareunia, allergy to metals, pruritus, visual impairment, eye disorder and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, back pain, blindness, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, influenza like illness, menorrhagia, migraine, nausea, pelvic pain, procedural pain, pruritus, rash, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: following the essure removal surgery her symptoms are mostly resolved. Diagnostic results: pelvic examination is normal. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received - new event "abnormal bleeding (vagina), anemia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal infection, nausea, nickel allergy, itching, vision problem, eye problems, weight gain" were added. Product implant date was updated. New reporter were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device / migration of essure device ¿ micro inserts moved a little") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test.". The patient's past medical history included miscarriage. Concurrent conditions included anemia. Concomitant products included iron and medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. In february 2009, the patient experienced pelvic pain ("pelvic pain / pain"), menorrhagia ("abnormal, heavy menstrual bleeding / prolonged and abnormal menses / abnormal bleeding(menorrhagia)"), back pain ("back pain"), abdominal pain ("abdominal pain"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vagina)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and headache ("headaches"). In may 2009, the patient experienced fatigue ("fatigue"), vaginal discharge ("abnormal vaginal discharge") and vaginal infection ("vaginal infection"). On (B)(6) 2009, 7 months 12 days after insertion of essure, the patient experienced alopecia ("hair loss"). In 2009, the patient experienced depression ("depression"), anxiety ("anxiety"), anaemia ("anemia") and nausea ("nausea"). In 2010, the patient experienced weight fluctuation ("weight fluctuations"), pruritus ("itching"), visual impairment ("vision problem") and eye disorder ("eye problems"). In 2011, the patient experienced allergy to metals ("nickel allergy"). In december 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), influenza like illness ("flu-like symptoms"), blindness ("vision loss"), rash ("rashes"), dysgeusia ("metallic taste in mouth") and weight increased ("weight gain"). The patient was treated with surgery (mini-laparotomy, bilateral essure removal, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, abdominal pain lower, depression and anxiety was resolving, the pelvic pain, rash, dysmenorrhoea, vaginal infection, headache and nausea had resolved and the menorrhagia, back pain, abdominal pain, alopecia, migraine, fatigue, vaginal discharge, weight fluctuation, dysgeusia, procedural pain, vaginal haemorrhage, anaemia, dyspareunia, allergy to metals, pruritus, visual impairment, eye disorder and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, back pain, blindness, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, influenza like illness, menorrhagia, migraine, nausea, pelvic pain, procedural pain, pruritus, rash, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: following the essure removal surgery her symptoms are mostly resolved. Discrepancy noted in implant date of essure (previously reported as (B)(6) 2008). Diagnostic results: pelvic examination is normal. Most recent follow-up information incorporated above includes: on(B)(6) 2018: pfs received. Event:the plaintiff did not undergo an essure confirmation test were added. Concomitant disease, concomitant drugs were added.fu 2 and 3 process together. On (B)(6) 2018: fu 2 and 3 process together incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("abnormal, heavy menstrual bleeding / prolonged and abnormal menses"), abdominal pain lower ("cramping"), back pain ("back pain"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), migraine ("migraines"), fatigue ("fatigue"), influenza like illness ("flu-like symptoms"), vaginal discharge ("abnormal vaginal discharge"), depression ("depression"), anxiety ("anxiety"), weight fluctuation ("weight fluctuations"), blindness ("vision loss"), rash ("rashes") and dysgeusia ("metallic taste in mouth"). The patient was treated with surgery (underwent removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, depression,procedural pain and anxiety was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, blindness, depression, device dislocation, dysgeusia, fatigue, influenza like illness, menorrhagia, migraine, pelvic pain, procedural pain, rash, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: following the essure removal surgery her symptoms are mostly resolved. Incident~ no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.